Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the quick coupling device would not hold the pin. It was reported that there was an 8 minute delay in the procedure and an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. It was further determined that the device would not hold 0.6mm wire. It was noted that there was corrosion on internal components, clamping components were worn, bearings were damaged (rough rotation), stop ring was dented and the o-rings were damaged. The assignable root cause was due to improper cleaning/care. If additional information should become available, a supplemental medwatch report will be sent accordingly.